Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 1/22/2016-litigation received. Litigation alleges pain, discomfort, inflammation, and elevated metal ions. The stem is being added to the complaint for the elevated metal ion levels. This complaint was updated on: 2/1/2016.

Event description:
Patient was revised to address a pseudotumor, metallosis, osteolysis, and soft tissue damage. Update rec¿d (B)(6) 2015 - the patient's medical records were received. The medical records were reviewed for MDR reportability. There is no additional information to report at this time. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 4/8/2015- clinical der received. There is no additional information to report at this time. The complaint was updated on: 04/13/2015. Update rec'd 1/22/2016-litigation received. Litigation alleges pain, discomfort, inflammation, and elevated metal ions. The stem is being added to the complaint for the elevated metal ion levels. This complaint was updated on: 2/1/2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/18/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported decreased range of motion, decreased mobility, increased risk of dislocation or revision surgeries, decreased life expectation of implant after revision surgery, metal toxicity/metal ions elevated, increased risk of long term health issues related to toxicity. Inflammation reaction, pseudotumor with grayish puss, metal debris, pseudotumor excision that caused permanent damage to tissue/bone and/or muscle. Medical records reported limited range of motion, swelling and edema. Lab result reports metal ions less than 7 parts per billion. Radiograph reportedly showed mild erosion medial aspect proximal femur at calcar and swelling/edema. Primary surgical note reported a post-operative hematoma. Possible joint infection. Revision surgical report noted negative for infection, post-operative ileus, extensive foreign body synovitis, soft tissue atrophy, scarrage, little osteolysis, and mild corrosion at femoral ball. Pathology result report noted severe acute and chronic inflammation. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 9, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, infection, metal wear, metallosis, and elevated metal ions.